Event description:
Barcodes on the monoject heparin flush syringes do not match/contain the ndc of the product. Our medication administration process at all of our hospitals require the nurse to scan the barcode of the product to compare again the order to make sure the product is correct. Since the barcode of the product does not match the ndc of the product they are unable to scan and have to bypass this safety process. Covidien states in their literature that the ndc number is the barcode on the syringe in a ucc/ean-128 format. We have had 2 reports for different syringes where the barcode on the product is not the ndc of the product. First example is the monoject 500 usp units/5ml (100 units/ml) heparin lock flush syringe. The ndc of this product is 08881-5801-25. The ref number on the product is (B)(4). When you scan the barcode you get the following number (B)(4) which is the number printed under the barcode but this is not the ndc number. The other product has an ndc of 08881-5801-23 but when you scan the barcode on the product you get (B)(4).